Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead and device received an inappropriate shock as a result of noise. Upon interrogation, one divert and one nonsustained episode from noise was noted as well. The rv lead displayed an increase in threshold and impedance measurements. The patient reported that she falls a lot and has fallen on her device. During the lead revision procedure, a lead fracture was identified near the device. The lead was abandoned surgically and replaced. The device was electively replaced during the procedure. No other adverse patient effects were reported as the patient was not pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.